Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that other staff members experienced occluded lipid filters. Although requested, no further details were provided by the customer for this event.